Event description:
The surgeon reported that during a vitrectomy surgery, the anterior vitrectomy probe did not work (the product did not move). It was replaced with another. No pt harm was reported. No additional info is expected.

Manufacturer narrative:
No atiop probe was returned for not working during surgery. One probe lot, manufactured in (B)(6) 2012, was identified with this complaint. The device history record for the lot was reviewed. No abnormalities that could have contributed to the customer complaint issue were found during the device history record review. Because a sample was not returned and the lot info reviewed did not show any abnormalities related to the complaint issue, the root cause for the customer complaint issue cannot be determined. No additional info is expected. (B)(4).